Manufacturer narrative:
A ge service rep performed an on site investigation. The extended fluoro feature was found on, this was disable per the customer request. The collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system continues to fluoro after the button is released. Also, the collimator leaves were sticking. No pt injury was reported.